Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the device manufactured date, it is believed that the reported event was caused by component failure. The subject device was made prior to the counter measures of the design change for the patient board. Consequently, investigation believes this event was cause by the patient/dr board's fatigue and eventual failure. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 27aug2021 noting that the intended procedure was diagnostic, and was completed by switching out scopes. There was no negative impact on the patient, and the initial reporter's title is administrator.

Manufacturer narrative:
This report contains the additional information received from the initial report after the initial report was submitted. Should more information become available prior to the conclusion of the investigation, another supplemental report will be provided.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the device was not providing an image on 180 scopes due to a faulty patient board set. Additionally, the top cover, bottom chassis, and pip connector were all corroded. It was also noted that the text on the front label was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was working properly with 190 scopes, but not with 180 scopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.